Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the device was not returned. It was not explanted. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving dilaudid, 500 mcg/ml concentration at 50 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that lack of therapy occurred and it was noticed refill volumes were high. Any environmental/external/patient factors that may have led or contributed to the issue were that a catheter study was done and the catheter produced no flow. On thursday, (B)(6), a refill was done and excessive amount of drug was found in the reservoir. Revision was conducted successfully. Catheter was scarred in with a kink and was not flowing. Catheter was revised with a connector and working well again. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.